Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in brazil, it was a case of an implant of a 23mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted at a steep angle, and balloon valvuloplasty was performed prior to implant. During deployment, the balloon of the commander delivery system burst; however, the valve was successfully implanted. Consequently, it was difficult to withdraw the balloon through the sheath, requiring support from the vascular surgery team. Ultimately, the system was removed as a single unit. In addition, the delivery system was not completely unflex during withdrawal. There was no vascular injury due to this event. Following the devices' removal, damage was observed on the liner and the distal end of the sheath. Reanalysis and a new contrast injection were performed, followed by post-dilation, achieving a good result. The patient remained stable and continued hospitalization. The perceived root cause of the event was identified as a calcium spicule located in the sinotubular junction. As per engineering evaluation of the images provided, it was observed that the sheath liner was delaminated.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07060. Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: balloon appears longitudinally and radially burst. Distal balloon material bunched towards nose tip. Esheath appears fully delaminated and bunched at distal end. Presence of calcification in the aortic valve and leaflets. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as per information provided, the patient presented a calcium spicule located in the sinotubular junction and 2ml extra of volume were added to the balloon prior inflation. Furthermore, provided imagery revealed presence of calcification in patient's native annulus and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as distal part of esheath liner was fully delaminated and the distal part of balloon material was bunched towards nose tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.